Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/ st retching/ overstress. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The right ventricular (rv) lead was returned to the manufacturer and subsequently tested out of specification during the manufacturer¿s analysis.